Event description:
It was reported that customer experienced recurring altitude alarms on pump a few times per month while pump remained under warranty. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer for troubleshooting during renewal call, and a request was made for technical support to follow up with customer, with no additional information received regarding further actions or outcome.